Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) became stuck on the guide wire. The target lesion details are unknown. While attempting to position the 4.0x16mm promus element coronary drug-eluting stent, with the stent 1cm distal to the 'main vessel', the sds became stuck on the guide wire. The devices were withdrawn and exchanged. The procedure was completed with another of the same promus element. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device identified kinks along the entire length of the lumen and a severe kink 28cm from the tip. The crimped stent, balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A guide wire was received inside the device and was not able to be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device is combination product.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) became stuck on the guide wire. The target lesion details are unknown. While attempting to position the 4.0x16mm promus element coronary drug-eluting stent, with the stent 1cm distal to the 'main vessel', the sds became stuck on the guide wire. The devices were withdrawn and exchanged. The procedure was completed with another of the same promus element. There were no patient complications reported and the patient's status is ok.